Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated the patient line had a small gap of air in it when it primed. The technical service representative (tsr) had the hp cycle power to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the patient reported a small gap of air in the patient line while priming, insufficient information was given to confirm and determine a cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.